Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address pain. Litigation alleges weakness in the hip and quadricep. Date of implant has also been provided. There is no additional information that would affect the outcome of this investigation. The complaint has been updated on 2/20/2014. Doi: (B)(6) 2006;- dor: (B)(6) 2013; (left hip). In addition to what was previously reported, pfs alleges elevated metal ions, weakness, difficult to perform daily tasks and falls due to weakness. After review of medical records for the MDR reportability, patient was revised to address metallosis and chronic bursitis. Revision notes stated that there was an obvious metallosis in the hip, grayis fluid, remnant scar, corrosion at the trunnion of the stem. It was also reported that serology results indicated increased cobalt chromium levels, however, there is no laboratory values provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.